Event description:
It was reported that the device was used during an unknown procedure. The device fired a few clips and then no more clips could be fired. The device is making a strange sound. It is unknown how the case was completed at this time. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Feedbar connectors subassembly broken off, malformed clip. Evaluation summary: the device was returned in good visual condition. It was functionally evaluated and it fired two conforming clips and unformed the last four clips due to short feeding, the advancer does not advance to its intended position in order to properly deliver the clips into the jaws. The clip applier was disassembled and the feedback connectors subassembly was noted to be broken off, thus not allowing the proper movement of the advancer upon cycling of the trigger. It could not be determined what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.